Manufacturer narrative:
Concomitant continued: 0158 lead implanted (B)(6) 2002.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a (B)(6). No further patient complications have been reported as a result of this event.